Event description:
A customer reported an issue with a cgm error 42 related to their g7 sensor. There was no reported impact to the customer¿s blood glucose level. Technical support provided pump reset information and guided the customer through the reset process. After the reset, the cgm error code did not appear again, allowing the customer to successfully start their sensor session.